Event description:
It was reported that during set up/ inspection for use, the camera head exhibited no picture and there was a possibility of short in cable. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no picture shown on monitor due to bad cable/connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.